Event description:
(B)(6) 2011. Unit alleged to have caused second degree burns including blistering under the electrodes. Medical treatment at the time of the incident was not reported. Further medical treatment was not reported.

Manufacturer narrative:
The device was evaluated by djo. The unit was found to be operating within specifications. However, channel 2 stim wire was found to have open/intermittent impedance. The electrode had poor adhesion and a high impedance. From djo's evaluation, the open/intermittent lead and high impedance electrodes may have contributed to this event.